Event description:
It was reported, that this pacemaker device recorded more than 140 000 atrial tachy response (atr) events. A technical service (ts) consultant reviewed, device data advising that the noise is consistent with myopotentials and/or lead issue. The noise is high in amplitude and is over-sensed by the device. The pacing threshold has changed from 1.7 v to 2.5 v. And the device is programmed at 2.2v. Technical service reviewed, device data and provided recommendations for programming options. There is under-sensing and loss of capture on the right ventricle (rv) channel. There have been 2 alerts for rvat programmed to a lower amplitude than the outputs. Ts provided recommendation to consider extensive troubleshooting of both the ra and the rv lead. Current rv outputs are set to 4.5 v. The lead configurations are both split with unipolar pacing and bipolar sensing. Attempts to obtain additional information regarding the model/serial of the leads or manufacturer of leads, have been unsuccessful. The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.